Event description:
Dental pt had an "art glass" to metal crown on their lower right first premolar placed in 7/1997. The art glass material debonded in 2001, requiring replacement of the crown with a more suitable material. Had this not been done, the tooth would have super erupted, possibly requiring replacement.